Event description:
The customer reported the system would shift into subtraction mode and would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ip and video control circuit boards and reloaded software. The system operates as intended.